Event description:
It was reported that dissection occurred requiring additional intervention. The target lesion was located in the right distal superficial femoral artery and proximal popliteal artery. On (B)(6) 2026, a 5.0 mm x 150 mm, 90 cm ranger paclitaxel-coated pta balloon catheter was selected for use in a clinical study. The balloon was inflated twice at 6 atmospheres for 180 seconds. On the same day, a right leg flow limiting dissection to superficial femoral artery occurred. A bail out stent was performed during the index procedure. On the same day, the event was considered resolved.

Manufacturer narrative:
A2: age at time of event: 64 years old at the time of consent.